Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found that the lead had migrated. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of lead migration was not confirmed. As received, setscrew marks were observed on last electrode #1 and passed all functional testing. The return lead did not identify any anomalies that would have contributed to the alleged issue. No root cause was identified for reported event.